Event description:
Caller reported that the insulin gauge on the pump displayed an amount different than expected, with the displayed fill estimate being significantly lower than anticipated. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in reloading the cartridge and delivering a bolus to adjust the insulin estimate, eventually guiding them to fill and load a new cartridge, which resolved the issue, as the difference in displayed and expected values was no longer greater than 30 units.